Manufacturer narrative:
A visual evaluation indicates that the returned device is severely damaged. The 30 cm section of the distal end of the guide catheter has separated from the guidewire assembly. The hydrotip stent is located on this separated section of catheter. The sheath of the push catheter is buckled at the handle. The cannula of the guidewire is caught on the hole in the push catheter at the ramp. A large portion of the guidewire has been pulled though the handle and is bent and kinked. It was not possible to pull the guidwire as described in the complaint because the cannula of the guidewire was caught on the hole in the push catheter and the user continued to pull on the guidewire, causing the observed damage to the push catheter. Customer complaint is confirmed but the cause of the guide catheter separating from the guide wire cannula could not be determined. A review of the device history record revealed no anomalies that could be associated with this incident.

Event description:
It was reported to boston scientific corporation, that during a therapeutic placement of a rapid exchange biliary stent system in early 2007, the guide catheter was attempted to be pulled, but it was not possible (patient age, gender and weight unknown). No patient complications were reported as a result of this event.